Event description:
It was reported that the health care professional (hcp) found this right ventricular (rv) lead exhibited high out of range shock impedances that measured greater than 125 ohms. It was noted that the rv lead is a non-(B)(6) product. Technical services (ts) recommended for the hcp to schedule an in person visit for further lead testing. At this time, the non-(B)(6) rv lead remains in service. No adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).